Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The patient effects of thrombosis, occlusion and hemorrhage are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the proglide device was used for closure of the common femoral vein using the pre-close technique via an 8.5fr sheath hole for an ablation procedure. Hemostasis was successfully achieved with the pre-placed proglide suture. Reportedly after discharge, the patient was aware of unilateral lower leg edema. The next day, bleeding from the puncture site and occlusion of the vein were confirmed. There was a stenosis proximal to the puncture site and thrombus formation distally. The suture had stitched the posterior wall of the vessel. The suture was surgically cut, and the thrombus removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The patient effects of thrombosis, occlusion and hemorrhage are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the proglide device was used for closure of the common femoral vein using the pre-close technique via an 8.5fr sheath hole for an ablation procedure. Hemostasis was successfully achieved with the pre-placed proglide suture. Reportedly after discharge, the patient was aware of unilateral lower leg edema. The next day, bleeding from the puncture site and occlusion of the vein were confirmed. There was a stenosis proximal to the puncture site and thrombus formation distally. The suture had stitched the posterior wall of the vessel. The suture was surgically cut, and the thrombus removed. No additional information was provided.